Manufacturer narrative:
The product in question was disposed at the account; therefore, it will not be returned to boston scientific for further investigation.

Event description:
It was reported that during confirmation of the first driver 4.0 stent placement, the guidewire exit port of the intravascular ultrasound (ivus) catheter became temporarily stuck on the distal edge of the stent. At confirmation of the 2nd driver 4.0 stent placement using the same ivus catheter, the guidewire exit port was once again stuck on the distal edge of the stent, and the catheter was easily removed. A dissected blood vessel had occurred in the central location of the stent and the cause of the dissection is unk. The pt's condition was reported to be as "no problem." Ivus catheter was discarded in the hospital.